Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent battery charger/ac power module connection. There was no reported patient involvement.